Event description:
It was reported that during a laparoscopic lobectomy procedure, noted that some sled fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/8/24. D4: batch #unk. Additional information was requested, and the following was obtained: was the plastic portion of the cartridge damaged? No. Was the metal cartridge pan separated from the plastic portion of the cartridge? Yes. Did it fall into the patient? Did retrieval alter the procedure in any way? If yes, please explain. No. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ecr45g with lot number 314c51; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 12/3/2024. D4 batch #171c46. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr45g reload was returned unfired along with its opened packaging and with the reload pan partially dislodge from the left proximal side. In addition, 1 loose double driver and 1 double driver missing were found making the reload non-functional. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 171c46, and no non-conformances were identified.